Manufacturer narrative:
Complaint no: (B)(4). The patient experienced peritonitis on an unreported date in (B)(6) 2015 reported as ¿10 days back¿. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced suspected peritonitis coincident with peritoneal dialysis (pd) therapy. The cause of the suspected peritonitis was not reported. The suspected peritonitis was manifested by cloudy fluid (pd effluent), abdominal pain, fever, and vomiting. It was not reported if the patient was hospitalized for the event. On an unreported date, the patient began treatment for the suspected peritonitis with an unspecified antibiotic (dose, frequency and route not reported). On an unreported date, the patient was completely recovered from the event. At the time of this report, dianeal therapy was ongoing. No additional information is available.